Event description:
The patient was having a hysteroscopic myomectomy and the operation room nurse added a new bag of glycine and the deficit amount on the hysterocopy machine immediately went from 280 to 0. The representative for the machine (which was just purchased) came in on (B)(6) /2014 and checked the machine. No issues were found. There were no injuries or issues with the patient as a result of this event.